Event description:
Customer tested 83 mg/dl on the device but was lethargic and unable to communicate. He states that the paramedics were called for the customer and they tested her at 39 mg/dl within 8 minutes on their equipment. The customer was given a bolus of d50 and 45 minutes later the customer tested 240 mg/dl on the paramedic's device. No quality controls were used. Requested return of suspect device and replacement was sent.